Manufacturer narrative:
Due diligence was performed for this event with no additional information available from the customer. The device is returned, and an evaluation completed for it. The user¿s issue was confirmed. Upon inspection of the device, it was observed that there was damage of multiple kinks to the biopsy channel and scratches and dents at distal end hold ring. In addition, there was restriction in the brush passage at the distal end. However, the brush and forceps could be passed. Other observations for the device: cut as switch 1 and distal end rubber coating (a-rubber) adhesive has cracks. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device had a channel jammed and the caps could not be fitted. There is no harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported jammed forceps channel issue could not be reproduced and a definitive root cause of the issue could not be determined, however, the event was possibly the result of damage, inside the forceps channel, causing resistance when inserting the forceps. Olympus will continue to monitor field performance for this device.